Event description:
It was reported by the sales rep that during a lap appy procedure, according to the or staff, device would not fire, would not work. This was on the first firing. Case completed with another device of the same product code. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.